Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. This device was included in a field action, but returned product testing found the device did perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the previous device check the patients implantable pulse generator (ipg) was approaching elective replacement indicator (eri). Three months later the patients ipg is suspected to have reached end of service (eos) and was unable to be interrogated. The device has been explanted and replaced. No patient complications have been reported as a result of this event.